Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of the transfer set leaked. This occurred when the cap was removed from the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the sample was received for evaluation. A visual inspection noted a broken occluder foot. Functional testing, including leak testing, clear passage testing, and clamp function testing was performed; leak testing and clamp function testing failed due to the broken occluder foot. The reported issue was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.